Event description:
It was reported that the 9800 system had poor image quality during a case. It was noted that the live image went very bright and after a couple of exposures it became very dark. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.